Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went off twice during a recent electromyography (emg) procedure. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.